Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft (ofg) occlusion could not be confirmed as no images were submitted for review and the device remains in use. Additionally, review of the submitted log files could not confirm the reported low flow alarms. Although a specific cause could not be conclusively determined through this evaluation, the account indicated that the alarms decreased dramatically after stent placement and treatment with fluids. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events of dizziness, palpitations, and hypovolemia could not be conclusively established through this evaluation. The submitted controller event log files captured events from (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. The controller periodic log files captured data between (B)(6) 2023 and (B)(6) 2023. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate 3 lvas. No product is available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. This section also explains that pi (pulsatility index) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Additionally, section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was taken the cath lab on (B)(6) 2023 for right heart catheterization. The patient was found to have outflow graft compression and a stent was placed in the outflow graft under the bend relief. The patient left the cath lab in stable condition.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having issues with low flow alarms that have recently increased in frequency. The patient reported symptoms of dizziness and palpitations. The patient had a history of ventricular arrhythmias. (Covered in (B)(4)). A computed tomography (CT) scan showed some outflow graft (ofg) occlusion within the bend relief. The log file review showed that the ofg occlusion did not appear to be interfering with pump flow. It was later communicated that the arrhythmias were first diagnosed in (B)(6) of 2022. The surgeons reportedly decided against taking the patient back to surgery. The patient was planned to continue to be followed closely and if the outflow graft becomes more occluded with time and the benefit outweighs the cons, the patient would undergo a thoracotomy approach outflow graft revision. The patient was reportedly stable in out-patient care. The treatment was reported to be medical management. The patient was reported to have experienced continued low flow alarms since discharge.

Manufacturer narrative:
B5: history of arrhythmia covered under MFR 2916596-2023-03029. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.